Event description:
It was reported that autopulse li-ion battery with serial number (sn) (B)(4) did not power up any of the customer's autopulse platforms. Customer indicated that the battery appeared to be fully charged and passed testing in the multi-chemistry charger. They inserted other li-ion batteries into the same platforms and were able to power the devices on. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.